Event description:
During endoscopic vein harvest procedure, a small piece of plastic was visible in the wound. The plastic piece was removed endoscopically, and the procedure was completed. Harvesting system was not saved.